Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. Please note: the year of implant was provided, however the exact date of implant is unknown and will be estimated to be on or about (B)(6) 2014.

Manufacturer narrative:
Additional/corrected information.

Event description:
Additionally, it was reported that this patient experienced one day post operatively, an injury to an access artery requiring endovascular rx treatment; and was not free from rupture at one year.

Manufacturer narrative:
Added estimated date of implant (on or about).

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On (B)(6) 2014 this patient underwent emergent endovascular treatment for a symptomatic chronic dissection that extended from zone 3 to zone 13 of the thoracic aorta. The patient was implanted with two conformable gore® tag® thoracic endoprostheses. A tgu373720 was placed in zone 1 and a tgu404020 was placed in zone 4, technical success was reported. The primary entry tear was in zone 3 and was covered. It was reported that the patient expired one day post operatively, the cause of death is unknown.